Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing. It was also noted that the device emitted an alert for atrial arrhythmia burden. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service. Additional information was received that atrial intrinsic amplitude was noted to be out of range. No adverse patient effects were reported. This device remains in service.